Event description:
It was reported that the customer was taken to the emergency room (ER) via ambulance and was subsequently hospitalized with a blood glucose (bg) level of 792 mg/dl and moderate ketone levels of 8 mmol/l. Prior to going to the ER, the customer administered a bolus via the pump to address the bg level. In the ER, the customer was treated with intravenous saline and insulin. The customer was released from the hospital on 28 june 2025 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.